Event description:
Customer reported that she needed to upload the information on the insulin pump due to being in a car accident and having a surgery coming up. Customer stated she had experienced high blood glucose since the accident and the doctor had to review the reports before approving the surgery. Customer was able to log in and upload was successful. Last blood glucose value was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.